Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power twice to clear the error. Gts then explained that the patient would need to start over with new supplies and contact their dialysis nurse within 24 hours. Product surveillance contacted the patient's nurse. The nurse stated, she was aware of the error and that there had been no injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of a sample; therefore, the assignable cause was not determined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).